Event description:
It was reported that the patient was admitted to hospital for complete heart block and the temporary pacemaker was connected. The nursing staff noted the pacemaker was sensitive and loss of capture occured with patient movement. The device remained in use and continued to capture as long as the patient did not move. The next day the nursing staff noted multiple pacer spikes on the 5-lead strip and the patient reported not feeling well; pulse rate was 80 bpm and chest x-ray was ordered to verify wire placement. Later, the patient reported they felt worse. The strip showed multiple pacer spikes with no capture and long pauses, and the internist attempted to make changes to the pacemaker settings. During the chest x-ray the pacer started pacing and capturing and the patient stated they were starting to feel better. After x-ray the pacemaker failed to capture and the strip showed numerous pacemaker spikes and the patient lost consciousness, respiration became agonal. The pacemaker wire was adjusted and good capture was obtained. A seco nd x-ray was done and during that time the pacemaker again failed to capture. The patient then went asystole and no capture was present for a few seconds off and on. The patient was intermittently paced transcuteneously. The patient went unresponsive, a code was called and CPR was commenced. The transvenous pacemaker was turned 'off' and transcutenous pacing commenced. Further adjustments were made to transvenous settings and once the patient was conscious transvenous pacing was recommenced with good capture. It is expected that the temporary pacemaker will be returned to the manufacturer. The pacing equipment was changed and no further issueswere observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).